Manufacturer narrative:
Per tandem's t:slim pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 50 mg/dl. Reportedly, the reason for the low bg was due to the customer overestimating carbohydrates consumed. The customer addressed bg by consuming carbohydrates. At the time of the report, the customer's bg was 133 mg/dl.